Manufacturer narrative:
The returned products were visually inspected and some damages from wear and tear were found. The items were inflated to test for leakage, and after about 30 minutes the samples reduced pressure slightly. The leakage steamed from the joint of two parts and the most likely root cause was determined to be material fatigue. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that air escapes from the bag and is therefore leaking. No patient injury was reported.